Event description:
It was reported that a malfunction code identified as malf 12 occurred, indicating a momentary power loss to the vibrator motor. The customer¿s blood glucose level impact was unknown, and it was not reported if it exceeded 500 mg/dl. The customer received instructions from technical support to reset the pump, and the malfunction did not recur after resetting. They were advised to continue using the pump and contact support if the issue reoccurred.